Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of catheter fell off while trying to change transfer set and peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced her pd catheter falling off while trying to change her transfer set. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment information was not reported. The patient was not hospitalized. At the time of this report, the patient was recovering from the peritonitis. On (B)(6) 2011, baxter product surveillance contacted the peritoneal dialysis nurse (pdn) and received the following information. The pdn stated "the catheter did not fall off".. The pdn clarified that there was no product issue at all associated with the peritonitis. The pdn stated that "the transfer set came off in her hand while she was changing the transfer set." This was what was intended and the pdn verified there was no product issue. At the time of this report the patient had recovered completely from the event of peritonitis. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the report of catheter fell off while trying to change transfer set. At the time of the call the nurse was training a patient and declined further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined for the break in aseptic technique. A review of all batch record documents was performed on potentially associated lots h10c31049, h10d30064, and h11d12038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A label review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states that contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and to use a new flexicap when disconnecting during therapy. Additionally, the direction sheet provided with the product, has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.